Event description:
Reporter stated the infusion set leaked insulin due to cracks at the end of the connector. The customer's blood glucose elevated to 270-380 mg/dl as a result, and he delivered insulin via syringe as treatment. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).